Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 39 mg/dl. The customer was treated for the low blood glucose with sugars and sweets. The customer stated that they felt their insulin pump was delivering insulin without the users input. The customer's insulin pump passed a displacement test and had no further issues with their insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.